Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 731sc, serial# (B)(4), implanted: (B)(6) 201, product type: catheter.

Event description:
It was reported that a code 8476 was seen on the ptm (personal therapy manager). The patient¿s spouse made the decision to take the patient to the hospital where she was admitted. A manufacturer¿s representative interrogated the pump, read the logs and confirmed that a motor stall occurred following an MRI (magnetic resonance imaging) and recovery occurred under two hours later. The patient had undergone ¿an MRI or CT (computed tomography) earlier that day. The logs stated that the pump restarted normally. The patient¿s spouse reported that the pump ¿had not been working for three days.¿ he had been told that the pump was read and appeared to be operating normally and the code should be cleared. The healthcare professional (hcp) office reported that the patient was having flu-like symptoms, but it was unclear what symptoms the patient was having. The pump remained implanted and in use. No drug or outcome was reported for this event. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.